Manufacturer narrative:
During a dialysis treatment, an insufficient weight loss was reported. There was no pt injury or medical intervention reported. A mes (medical equipment service) technician examined the machine and the uf pump was replaced as a precaution. A review of the dtf history does not apply. A review of the cpf history for the specific serial number machine in this complaint shows that two other incidents resulted first when a pt incident was reported, but the failure mode was not determined by the field rep, and no part was replaced. This complaint and 0996062c3 represent MDR's for two pts when the pump failed again later in the same week following the 0996060c3 complaint. A review of the uf pump trace number secondary dtf search showed no related incidents. The technician at the facility found the uf (ultrafiltration) pump to be faulty and returned the entire pump for investigation. The thermal fuse was removed from the returned uf pump. The thermal fuse was connected to an ohm meter. The ohm meter showed 0.2 ohms, indicating the thermal fuse was potentially still intact. However, when the thermal fuse was disassembled, it was seen that the wax had melted previously, indicating that the fuse had become intermittent. When the thermal fuse is in the first stages of failure, it can become intermittent. When this happens, the uf pump will run for a short period of time, until the wax inside heats up and melts. This is what the fuse is designed to do.previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. It is concluded that the failed thermal fuse caused the reported incident. Customer contacted:n. Sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, there was insufficient weight removal. There was no pt injury or medical intervention.